Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence robotic drill had multiple system time outs during distal milling. They switched the long attachment and they experienced more system time outs. They swapped the drill and finished the case with a non-significant delay. Also, the real intelligence robotic drill guard broke during distal milling. All pieces were recovered using the surgeon's hand. Patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, rob10016, lot 1345067, used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The suction tube is detached from the guard body. The most likely cause of this event is an incomplete weld around the perimeter of the irrigation tube. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. As part of our continued process improvement a review of prior escalation actions has determined that this case and associated lot/serial number is related to a corrective/preventive action, nonetheless, no containment has been required. Refer to the real intelligence cori for knee arthroplasty user manual, section ¿setting up a cori knee procedure¿, ¿assembling the robotic drill¿ for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk level has undergone further investigation and confirmation by the site quality team. Per complaint details from the us, it was reported that the drill guard broke during the distal milling; however, all pieces were recovered by hand (surgeon¿s). It was communicated that no patient information or x-rays were available. Without the requested documentation, further root cause analysis cannot be performed. The patient impact beyond the reported use of a back-up drill to conclude the case within a 0-30 minute surgical delay along with the foreign body retrieval by hand cannot be determined. Per field report, there was ¿no injury to patient¿. No further medical assessment can be rendered at this time. Further investigation into the reported failure is being conducted to determine if additional actions are required. As a part of corrective action a change has been made to the manufacturing process. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, part number rob10016, intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The clinical/medical investigation concluded that no patient information or x-rays were available. Without the requested documentation, further root cause analysis cannot be performed. The patient impact beyond the reported use of a back-up drill to conclude the case within a 0-30 minute surgical delay along with the foreign body retrieval by hand cannot be determined. Per field report, there was ¿no injury to patient¿. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. Refer to the real intelligence cori for knee arthroplasty user manual (500230 rev d) page 27, section ¿setting up a cori knee procedure¿, ¿assembling the robotic drill¿ for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an incomplete weld to secure the suction tube to the guard body. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.